Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-aug-2021. Correction to g2 to add the foreign country belgium. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the results were: pre-cleaning: performed within five to thirty minutes after using. Manual cleaning: detergent chemical: non-olympus, brush: non-olympus. Aer: soluscope 4: soluscope cln / soluscope paa. Brush: non-olympus. Storage: no information. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: insulation failure at distal end. Light guide lens breakage. Objective lens scratched. Distal end cap cover damaged. Bending section rubber glue lifted/discolored. Insertion section wrinkled. Universal cord wrinkled. Control plate deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Regarding the previous initial report of #8010047-2021-11613, olympus medical systems corp. (Omsc) got the information which the result of the user facility microbiological testing had contained the extra. The correct report was only the following; olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [July 30th, 2021]. Acinetobacter lwoffii; 27cfu. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] acinetobacter lwoffii; 27cfu. [Second time; (B)(6) 2021] candida parapsilosis 0-10 cfu; 4 cfu. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Regarding the previous follow-up report of #8010047-2021-11613 which was submitted on november 29, 2021 jst (november 28, 2021 est), olympus medical systems corp. (Omsc) got the updated information from the user facility as follows; the correct result of the microbiological testing by the user facility was that only following microbe was detected from the sample collected from the subject device. [August 2nd, 2021] candida parapsilosis 0-10 cfu; 4 cfu. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.